Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from november 05, 2019 - november 06, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The device was filled with 5-fluoruracil. There was no patient involvement. No additional information is available.